Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was feeling a new pain at their incision site and the scar was "getting tight". They had a doctor's appointment and the doctor told them that "something might have popped". The incision felt different and felt like a lump. The ins was on and they felt a lot of pain in their back. The patient fell a year ago and were having pain so they went to their healthcare provider's (hcp) office; they checked the device and said it was fine. They noted that the ins would be fully charged and it wouldn't last even three days. The ins would die when the charge was lost and this issue had been going on off and on. No further complications reported.